Event description:
It was reported that during the implant, optimal numbers were difficult to obtain and the lead was repositioned several times with unsatisfactory results. At the fourth positioning attempt, the physician did not like the way the helix was retracting as it felt too slow. Fluoroscopy showed the helix to be fully retracted. The physician removed the lead and exercised the helix on the table with no apparent issues; however, the physician decided to implant a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. There was blood in/on the helix mechanism.